Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 2020-06-15. H.6. Investigation summary: nine photos, three samples with open packaging, and twelve samples in sealed packaging were received by our quality team for evaluation. From the photos, black foreign matter was observed on the needle hub collar, needle hub, and inside the needle hub. For the three samples with open packaging, foreign matter was not observed on two samples and loose black foreign matter was observed on the needle hub. For the twelve samples in sealed packaging, loose black foreign matter was observed on the needle hub on five samples, loose foreign matter was observed on the needle hub collar on five samples, embedded black foreign matter was observed on the needle hub on one sample, and there was no foreign matter on one sample. Based off of the sample evaluation, the customer experience was able to be confirmed. The loose black foreign matter was sent for analysis, and while there was no good match available, similarities were found with that of silicone-based, polycarbonate, and polypropylene compounds. Embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which start to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from plastic remains in the plasticizing unit and start to carbonize on the inner wall of the cylinder and on the screw surface. The assembly process was reviewed. Based on the location of the foreign matter, the foreign matter could have suspected to come from the hub loading feeder track. There might be accumulation of the polypropylene / polycarbonate dust on side of the track due to inadequate cleaning resulting the foreign matter stick to the hub. Enhanced cleaning of the hub loading feeder track and the injection screw have been added to the preventative maintenance.

Event description:
It was reported that needle 19g 1-1/2in tw had foreign matter on the hub of the needles. This occurred on 12 occasions before use. The following information was provided by the initial reporter: black contaminants observed on hub of needles. Black contaminants observed on hub of needles. This is a compounding business where sterility is essential. Needles were rejected for use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 19g 1-1/2in tw had foreign matter on the hub of the needles. This occurred on 12 occasions before use. The following information was provided by the initial reporter: black contaminants observed on hub of needles. Black contaminants observed on hub of needles. This is a compounding business where sterility is essential. Needles were rejected for use.